Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was not returned to manufacturer and the investigation is concluded.

Event description:
It was reported "date of event: 27jan2026 customer: st (B)(6) [united states] blue coating scraped off and ended up into the patient's urethra. Unknown if the device was retrieved or not. Image of complaint device supplied separately."